Event description:
The customer stated that she received some control test results that were low, out of specification. While troubleshooting, she performed 2 control tests and received results of 50 and 47 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.